Event description:
(B)(4). Same case as MDR ID# 2134265-2012-04812. It was reported that post coronary stenting treatment procedure, chest discomfort, diaphoresis, nausea, and in-stent restenosis occurred. In (B)(6) 2008, the subject had three taxus stents implanted in the proximal and distal right coronary artery (rca), as well as the left anterior descending artery (lad). In (B)(6) 2010, the subject presented with upper chest discomfort associated with lightheadedness, diaphoresis and nausea. The subject was diagnosed with unstable angina (braunwald classification: iiib) and cardiac catheterization was recommended. Coronary angiography revealed a patent taxus stent in the proximal rca and focal 90% proximal in-stent restenosis of the previously placed taxus stent in the distal rca, 'not involving the very proximal segment of the stent'. Post angiography ivus revealed, 'the lesion occludes the ivus catheter' with the taxus stent (deployed (B)(6) 2008) size to be under-deployed. Also noted was 90% stenosis in the distal rca. The lesion was 5 mm long with a reference vessel diameter of 2.75 mm and treated with direct stent placement using a 3.00 x 28 mm taxus liberte stent, extending from the proximal margin and extending out distal to the taxus stent, with 0% residual stenosis. Coronary angiography also revealed 40% diffuse proximal narrowing with 30% residual stenosis in the previously placed taxus stent in the lad (deployed in (B)(6) 2008) which lead to the jailing of the diagonal and 70% stenosis at the origin of diagonal. The following day, the subject was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).